Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional reported via a manufacturer representative (rep) that a trial lead fractured at two sites. The patient experienced a loss of therapeutic effect the night before the lead removal. The lead would be sent back. Impedances were out of range. The lead was fully removed and the issue was resolved at the time of the report.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead, lot # va18v93015, found no significant anomaly; the outer insulation was cut/segmented 8.4cm from the proximal end and 20.6cm from the distal end. Additional review indicated conclusion code is no longer applicable to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.